Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) device did not work properly. After inspection, the physician found there was a crack in the cylinder connecting tube. The cause of the cylinder connecting tube crack was not explained in detail by the hospital. The physician decided to explant the cylinders and pump, and implant a new set of cylinders and pump. There were no patient complications due to this event. Following the procedure, the patient improved.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) device did not work properly. After inspection, the physician found there was a crack in the cylinder connecting tube. The cause of the cylinder connecting tube crack was not explained in detail by the hospital. The physician decided to explant the cylinders and pump, and implant a new set of cylinders and pump. It was noted that the patient improved following the procedure. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the clinical observation that this inflatable penile prosthesis (ipp) was not functioning as expected was confirmed. Analysis found the cylinder had a hole which resulted in a leak in the kink resistant tubing (krt). The fluid leak could impact the functionality of the device. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinders and pump were returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders were visually inspected, leak tested, and examined using a microscope. The cylinder was found to have wear at folds in the cylinder body. The cylinder also had a hole which led to a leak in the kink resistant tubing (krt) as a result of fatigue. The cylinder was not pressure tested due to that leak was identified. The ms (momentary squeeze) pump was leak tested, visually inspected, and examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump was functionally tested and performed within specification. Product analysis was unable to identify a non-conformance with the returned pump. Product analysis confirmed the reported events based on the wear, hole and fluid leak identified in the cylinder. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.